Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a broken ear clip. Event log history was performed and indicated that there was nothing in alarm history pertaining to customer stated problem. During analysis the reported problem was able to be duplicated. It was noted that the ear clip was broken and was the cause of the reported issue. Service replaced the ear clip to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that the syringe of a smiths medical medfusion pump was cracked as well as the case at the clamp area. No adverse effects were reported.